Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-03264. It was reported that following a patient fall, lead migration occurred. As a result, surgery occurred on (B)(6) 2021 in which both leads were repositioned, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.